Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via phone call that the patient passed away at a hospital .the patient was hospitalized due to a low blood glucose incident. The cause of death was surgical complications.